Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to a fall. Revision operative notes state a patelloplasty was performed and articular surface wear was noted. The articular surface was the only component revised.